Manufacturer narrative:
(B)(4). Date sent to the FDA: 09/18/2015. (B)(4). Conclusion: actual device was returned for evaluation. Visual and functional inspections were performed. The strap advancer component was found damaged and white cannula cap was detached. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an unknown surgical procedure on (B)(6) 2015 and absorbable straps were used. During the procedure, the device jammed while being used. A like device was used to complete the procedure. Upon evaluation, the strap advancer component was found damaged and the cannula cap was detached. There were no adverse patient consequences reported.